Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to verify pump error 43, 49, 68 alarm, frozen display, keypad anomaly. Beeping anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple issues. Customer's blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump multiple insulin pump error alarms during basal and customer was unable to clear the alarms due to screen went to frozen and insulin pump screen had gone blank. Customer stated that there was a blinking red light and it was saying something about the buttons was pressed more than 3 minutes. Customer reported that the display was blank. Customer stated that they had remove the battery and put it in storage mode and reinsert the battery and it powered up, but this time the display was frozen and none of the buttons was work. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.